Manufacturer narrative:
No RMA has been issued for the return of this device. Model tdx spree serial number (B)(4) is approximately 4 months old. The user manual part number 1149267 rev. F (may-11) was issued with the release of this device. It is unknown if the consumer has fully read and understands the user manual. On page 2 the following warning is provided and states: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer's medical condition, stability and medication regimen is unknown. The weight of the consumer is unknown. It is unknown if the consumer has the heavy duty package: the weight limits are provided on page 11. Spree 200 lbs, solara 250 lbs., solara heavy duty package 350 lbs. It is unknown if the consumer has made adjustments after receiving the device. On page 14, the following warning is provided: "warning - a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual. Performance adjustments should only be made by professionals of the healthcare field or persons fully conversant with this process and the driver's capabilities. Incorrect settings could cause injury to the driver, bystanders, damage to the wheelchair and to surrounding property. After the wheelchair has been set-up/adjusted, check to make sure that the wheelchair performs to the specifications entered during the set-up procedure. If the wheelchair does not perform to specifications, turn the wheelchair off immediately and reenter set-up specifications. Repeat this procedure until the wheelchair performs to specifications." The device is 4 months old. The consumer's experience using the device is unknown. On page 19 the following warnings are provided: "warning - do not use with a broken or missing joystick knob. Do not use if joystick does not spring back to the neutral position or becomes sticky or sluggish. Do not use if joystick boot is torn or damaged. Always check foam grips for looseness before using the wheelchair. If loose, contact a qualified technician for instructions. Do not attempt to stop a moving wheelchair with the wheel locks. Wheel locks are not brakes. Do not engage or disengage the motor locks until the power is in the off position. Do not use your wheelchair unless it has the proper tire pressure (p.s.I.). Do not overinflate the tires. Failure to follow these recommendations may cause the tire to explode and cause bodily harm. The recommended tire pressure is listed on the side wall of the tire." In addition, on page 21 the following warning are provided: "warning - the drive behavior initially experienced by the user may be different from other wheelchairs previously used. This power wheelchair has invacare's surestep technology, a feature that provides the wheelchair with optimum traction and stability when driving forward over transitions and thresholds of up to 3-inches. The following warnings apply specifically to the surestep feature: do not use on inclines greater than 9 degrees. Do not use on inclines with wet, slippery, icy or oily surfaces. This may include certain painted or otherwise treated wood surfaces. Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance. Always traverse down ramps at a reduced, constant speed to maintain stability and to avoid hard braking or sudden stops. The end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes. Always reduce speed when traveling up or down an incline or over obstacles and rough terrain. Traveling under these conditions may shift the user's weight forward resulting in reduced stability."

Event description:
The consume alleges the stability lock does not disengage. The unit allegedly locks up and tips the chair forward. No injury is alleged.